Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2010, inratio: 4.1, lab: 3.28. Patient's target therapeutic range is 2.5 - 3.5. Patient has hypothyroidism.

Manufacturer narrative:
Investigation pending.